Event description:
A customer reported to beckman coulter inc. (Bec) that an access 2 immunoassay analyzer generated troponin (accutni) results above the ami cut-off and within the risk stratification range for two (2) patients. These results were reported out of the lab and questioned by the physician. Repeat testing on the same instrument generated results within the normal reference range. No death or serious injury was reported in connection with this event. No treatment was initiated based on the elevated results.

Manufacturer narrative:
Samples were collected into lithium heparin tubes and centrifuged at 3400 rpm for 10 minutes. Patient 1's samples were poured off and run in sample cups. System checks processed on (B)(6) 2011 and (B)(6) 2011 at 2:25 pm resulted within specifications. Two levels of accutni qc resulted within the customer's established ranges on the day of the event. On (B)(4) 2011, bec field service engineer (fse) was dispatched for the event. The fse performed a preventive maintenance (pm). The fse noted that the sample probe was hitting the outside walls of the wash tower and performed all pipettor alignments. The fse replaced all peri-pump tubing, main pipettor and performed baseline adjustments; performed a modification on the instrument, a system check which passed, and accutni calibration and qc verification. Although hardware issues were addressed, no definitive root cause could be determined for this event.